Event description:
It was reported that the spinal cord stimulation (scs) patient experienced communication issues between their implantable pulse generator (ipg) and their remote control following a non-scs related medical testing. The ipg was not responsive following multiple charging sessions, and the patient experienced a return of their pain. The patient then underwent a revision procedure where the ipg was explanted and replaced. The patient is doing well post-operatively.

Manufacturer narrative:
Based on all available information, engineers confirmed that the ipg was unable to charge following a non-scs related medical testing. The ipg was unable to be recharged following three, four-hour charge cycles. The device was analyzed, and it exhibited high sleep current (78ma). Further testing revealed a low vh resistance measurement (1.09 kilo ohms), which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post non-scs related medical testing. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. It was concluded that unintended use error was the probable cause was event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced communication issues between their implantable pulse generator (ipg) and their remote control following a non-scs related medical testing. The ipg was not responsive following multiple charging sessions, and the patient experienced a return of their pain. The patient then underwent a revision procedure where the ipg was explanted and replaced. The patient is doing well post-operatively.